Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge time outs (ctos) with the original device battery. The device could provide a 35j charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. The results were consistent with the device battery causing the device to charge inefficiently. Battery analysis found that no internal battery shorting occurred. There was localized lithium (li) discharge along the edges and li-severing was observed along with near li-severing. The observed li-severing is consistent with the increased battery impedance measured upon receipt of the battery at mecc. Review of the save to disk data showed charge timeout events were logged prior to end of service (eos) and subsequent explant. These charge timeouts resulted from increased battery resistance induced by li-severing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) was replaced due to normal elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.